Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The physician reported that the border distances on the ion device was inaccurate. The physician thought the catheter was at a certain distance from the nodule, but the border distance was inaccurate, and he was way off in the pleura. It was reported that the catheter ¿jumped" forward into pleural space. The physician saw he was way off in the pleura and that it had caused a pneumothorax. The pneumothorax was fixed with tisseal application through the ion catheter tool channel. After, the physician successfully navigated and retrieved a biopsy. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Insertion motion requires both capacitive touch sensing (¿captouch¿) to be activated (by a conductive object like a finger) and motion of the mcc scroll wheel. Catheter articulation requires motion of the mcc trackball. State logs show that captouch was activated multiple times and scroll wheel forward motion was detected during captouch activation, which resulted in commanded fim insertion. When captouch was not active on the scroll wheel, the scroll wheel commanded insertion and the actual insertion position stayed the same. Additionally, state logs show that trackball motion was detected, which resulted in commanded catheter articulation. The state logs show that the actual insertion position tracked with the commanded insertion position and that actual articulation tracked with commanded articulation. The distance to ¿anatomy border¿ feature is estimated as the closest border from the tip of the catheter in the direction that the catheter is articulated. Therefore, if the catheter is articulating parallel to or away from a nearby anatomy border, the distance to ¿anatomy border¿ feature may not be indicative of the distance to that nearby adjacent border. In the case of this procedure, the user was articulating parallel to the pleural border that the catheter penetrated through while navigating the catheter forward. Therefore, the distance to ¿anatomy border¿ feature was displaying the distance to the anatomy border directly ahead of the catheter¿s articulation trajectory. In addition, the vision probe feed displayed the user driving the catheter without a clear live view for several minutes prior to penetrating through the pleura. The user manual warns the user to, ¿advance the catheter only under live visualization from the vision probe (live view) to prevent procedural delay or patient injury.¿ the user manual also notes that, ¿navigation view should be used as guidance only.¿ note that the recording provided by the physician for review began after the reported event; therefore, it is not relevant to the complaint.